Event description:
It was reported that the alert triggered for atrial pacing impedance that was greater than 3000 ohms. The atrial pacing impedance had been fluctuating between 500 and 1000 ohms. There was consistent far field r-wave oversensing and questionable capture during atrial pacing. According to the electrogram the intrinsic p waves appear to be sensed appropriately but the atrial sensing dropped from 4 mv to 2mv. It was also reported the that there were high thresholds and a sudden onset of high impedance of greater that 3000 ohms. Reprogramming was done. The physician ants to continue to monitor and recheck in approximately 1-2 months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg defibrillator (B)(6) 2012; 694758 implantable tachy lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.